Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The device failed idea testing due to alarmed system error 345 (thermistor disparity). Service evaluation verified the system error 345. A review of the event history log identified system error 345 messages. The cause was identified to be out of calibration specification downstream thermistor sensor. The force sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.